Event description:
Customer's wife reported that approximately 2-3 weeks prior to calling on (B)(6), 2013 customer attempted to perform a test using his adc blood glucose meter, but could not read the result due to fading segments on the display screen. Due to this he was not able to take his insulin properly. Later in the day he was riding his horse and began to experience "lightheadedness", was "sweaty" and subsequently lost consciousness, causing him to fall off the horse and resulting in his head hitting the ground. Later in the day, customer self-presented to a local healthcare facility where a blood glucose test was performed (unknown result), a diagnosis of hyperglycemia was given and an intravenous infusion of unknown type was administered with insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The actual date when the medical event occurred is unknown. (B)(4).